Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer did a cartridge change and a bolus to address the bg level. The customer reverted to manual injections for insulin therapy.